Event description:
It has been reported that the system could not start up. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up and determined that malfunction is with x-ray system. Fse reloaded software, license and did backup, after that the system was returned to use in good working order. The codes were updated based on the investigation outcome.